Event description:
Report received of an overdelivery of morphine. The pump was programmed to deliver 25mg of morphine in 50ml of d5w on the secondary line, at a rate of 1ml/hr. The pump settings were checked by 2 nurses and found to be correct. The morphine was begun at 10:00am. Reportedly, at 2:30pm, the bag was empty. The pump was removed from the pt and sent to the biomed engineering dept. The pt was reported as awake and confused; however, the pt's confusion was the same prior to the infusion. The pt's vital signs were reported as stable. The dr was notified. The pt was monitored closely, but no medical interventions were required. There was no adverse pt effect. Though requested, there was no further info available.